Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform all functional testing including the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that the device was exposed to a high magnetic field while she went thru a body scanner. The caller mentioned that she was not able to rewind the device. Advised the customer that the insulin pump would be replaced and revert to back up plan. Then the customer's husband called and stated that his wife is in the hospital since she has not been on the insulin pump. The spouse did not provide any further information.